Event description:
During a call, it was reported that the device failed to power on and treat a down pt. A back up lifepak 500 defibrillator arrived 4 to 5 mins later and detected a shockable rhythm. The pt was shocked twice at 200 and 300 joules. Pt did not survive.

Manufacturer narrative:
The device was returned and evaluated at physio-control's failure analysis center. Physio verified the reported device failure to turn on. The root cause of malfunction was determined to be the l1 inductor (legs 2 and 3 resistive to over 300k ohms) from the analog pcb assembly draining the battery. A replacement device was provided to the customer.